Event description:
It was reported that a dexcom g6 sensor was warming up and paired to the dexcom app but failed to pair to the ilet, consistent with intermittent communication failure involving the antenna and related electrical or magnetic components; the user does not use a receiver and was guided to toggle bluetooth and re-enter the sensor code and transmitter serial number. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g6 system, aligned with an intermittent communication failure traced to antenna-related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.